Manufacturer narrative:
Patient information not available for reporting. Date of implant reported as approximately two (2) years prior to removal. Concomitant device therapy date reported as approximately two (2) years prior to removal. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient was implanted with a proximal femoral nail antirotation (pfna) ii approximately two (2) years prior to removal. On unknown date it was revealed the nail was broken at the distal screw. Patient was returned to surgery on unknown date where the nail was exchanged for a longer nail. Concomitant devices reported: pfna ii blade l90 (04.027.053s, lot unknown, quantity 1), pfna ii end cap extension (04.027.005s, lot number unknown, quantity 1), 4.9mm bolt (459.360, lot number unknown, quantity 1), distal screw (part number unknown, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part 472.115s, lot 9337632: manufacturing location: (B)(4). Release to warehouse date: february 09, 2015, expiry date: february 01, 2025. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A product investigation was completed: the breakage of the pfna-ii nail occurred at the distal screw bore (lead-through the bore for the locking bolt). Partly the pfna-ii nail shows some abrasion of the anodic layer caused during long term implanting of two years. The review of the device history record and raw material certificates shows the raw material to meet the specifications and that there were no issues during the manufacture of the product that would had contribute to the complaint condition. The relevant dimensions were measured near the broken region and have fulfilled the specifications. The distal hole, where the nail was broken, could not be measured. However, during the manufacturing process, the dimension of the distal hole was checked and have fulfilled its specifications. Therefore, no manufacturing error was found and this product was manufactured according to its specifications. This complaint is rated as confirmed since the pfna-ii nail is broken as claimed by the customer. The root cause of breakage is indeterminable. From the manufacturing point of view this complaint is rated as not valid as no manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.